Event description:
It was reported that a pt underwent an episiotomy repair procedure after a vaginal delivery in (B)(6) 2010 and suture was used to sew the skin of the membrane with continuous sewing. Ten days after surgery, suture end extrusion was observed. The suture tracts were not healed well. The operating physician had to remove the extruding sutures. Infrared photo-therapy was used to facilitate and promote wound healing. The episiotomy incision has healed one month after the episiotomy repair. The pt is now fine.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.